Event description:
It was reported that the patient presented for an implant procedure. It was noted before the procedure that the right ventricular (rv) lead's helix would not extend. The rv lead was exchanged. The patient was stable.